Event description:
The pt has a longstanding hx. Of right wrist pain. Pt diagnosed with scaphoid nonunion, avascular necrosis. Pt underwent orif and vascularized pedicle disal radius bone graft when the herbert cannulated screw system drill bit broke during the graft placement. Due to placement of the broken bit (scaphoid most ulnar aspect), the decision was made to leave the broken bit in place, with disclosure to the pt post-operatively.